Event description:
It was reported that the anesthesia device passed the pre-use check but when the users attempted to start the surgery, a gas mixer error occurred which could not be remedied by rebooting the device. The users changed to another or which resulted in a delay of 30 minutes before the surgery could finally be started. Beyond that, no health consequences for the patient have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The evaluation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The device was checked on-site by a dräger service engineer. The reported gas mixer error could be confirmed. The engineer replaced the valve that controls the gas flow, the tank pressure sensor and the valve which is needed to calibrate the patient gas measurement module. The device passed all consecutive tests and was returned to use. Log file analysis performed by the manufacturer confirms the validity of the on-site expertise as well as the appropriateness of the repair measures. The log entries indicate that - during the concerned procedure, the supervisor function of the software detected a divergence between the flow of the mixed gas and the setting and forced a reboot of the gas mixer unit. The reboot of the gas mixer did not remedy the error condition; the device entered the so-called safety mode afterwards. The procedure to establish the emergency gas flow is explained in detail in the IFU, and the user is also guided by display prompts: the device is equipped with a second mechanical gas mixer for redundancy. The user needs to flip a switch at the back of the device to activate the mechanical gas mixer. The user is advised to set an adequate o2 safety flow and to check vaporizer settings. The current ventilation mode remains active and available. The monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. The log file also indicates that the gas mixer error did not occur at the beginning of the procedure as reported - it manifested approx. 3 hours after start of surgery. Finally, it can be concluded that the device responded as designed upon an error condition in one of the subsystems. An appropriate risk mitigation measure is in place that would have allowed to finish the procedure but the user decided to replace the device, most likely due to being not familiar with the procedure of emergency gas supply. The device was in operation for 13 years now; the malfunction of a single electromechanical component after such long period of use is not unusual. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The failure rates of the replaced components are inconspicuous and accepted by the responsible product quality board.

Event description:
It was reported that the anesthesia device passed the pre-use check but when the users attempted to start the surgery, a gas mixer error occurred which could not be remedied by rebooting the device. The users changed to another or which resulted in a delay of 30 minutes before the surgery could finally be started. Beyond that, no health consequences for the patient have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.